Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer was unable to complete system check with tandem technical support at time of call. Upon follow up, customer reported they had successfully resumed insulin delivery. Customer's blood glucose was 193 mg/dl at time of event.